Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum. While performing an indwelling needle puncture, the head nurse of the neonatal unit had blood oozing out of the isolation plug when the core was withdrawn after a successful puncture, and the needle was later withdrawn and re-punctured. There had been several previous cases with less blood oozing out and this time there was more blood oozing out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo but did not return the defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4052016. 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 3. As the plant received similar complaints from other hospitals about this batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.